Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, resuming insulin delivery, and no further assistance was requested.